Event description:
The customer reported an internal and external leak, greater than ten milliliters in volume, that appeared to be diluent coming from the front right panel of a coulter lh 750 hematology analyzer. The leak appeared to be originating from behind the rocker bed and around the area of a specific feed through fitting. There was no spill onto critical components. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, face shield and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No erroneous results were reported or generated due to the leak. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) discovered that the leak was due to a hole in the black stripe tubing which supplied diluent to the flow cell. The fse replaced the tube. The cause of the event was a leak in a specific tube on the instrument. The leak was small enough so, as not to affect the patient results. The volume of the leak observed by the customer built up over time. No discrepant results were generated for this event; however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).